Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found evidence of foam particles inside the blower kit. The service center also found evidence of fluid and others contamination. The device was scrapped.